Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (inss) that were implanted for other chronic/intract pain (trunk/limbs), non-malignant pain, chronic low back pain. The caller reported poor telemetry or no telemetry with recharging. Patient stated her inss haven't been working for about a year. Patient had problems before with her inss where they would be charged, patient went to start using it, then nothing. Patient has moved, and recharging equipment was lost. It took patient long time to get the correct number to call the manufacturer. Patient did not indicate any troubleshooting was performed. The last successful recharge session was about a year ago. Patient was connected with the appropriate department for replacement recharging equipment and was provided with hcp listings in their area as they did not have a managing hcp. No further complications were reported/anticipated.